Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(4). Clinical trial study, center number 6. Subject ID: (B)(6). Patient experienced mild elevated intraocular pressure (left eye) following vitrectomy, membrane stripping, photopolymerization, heavy water gas-liquid exchange, drug injection (ta), gas injection (c3f8) + phaco +iol implantation + posterior capsule incision surgery. Drug therapy given, outcome is "recovery."